Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were extremely hard to push, the clip holder on the back was broken and the battery life was diminished. Customer's blood glucose value was unknown. Customer declined to speak with 24 hour technical support. The device will not be returned for analysis.